Event description:
It was reported that this pacemaker and implantable lead exhibited noise with oversensing and pacing inhibition. Loss of capture (loc) was also observed, and lead dislodgement was suspected. In addition, there was header damage and set screw issues noted on the pacemaker. Records indicate this pacemaker was implanted subcutaneously, and the lead was implanted at the his bundle. Subsequently, this pacemaker and implantable lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and implantable lead exhibited noise with oversensing and pacing inhibition. Loss of capture (loc) was also observed, and lead dislodgement was suspected. In addition, there was header damage and set screw issues noted on the pacemaker. Records indicate this pacemaker was implanted subcutaneously, and the lead was implanted at the his bundle. Subsequently, this pacemaker and implantable lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.